Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. No patient sample material was provided for further investigation, as the affiliate indicated that no additional validation study was required at this time. Consequently, the investigation was limited to the available information. A definitive root cause for the reported discrepant results could not be determined. The customer was advised to follow the instructions provided in the method sheet regarding discrepant results for the elecsys hiv duo assay.

Event description:
The initial reporter alleged discrepant results for four patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. For patient 1, the elecsys hiv duo result was 1.91 coi (reactive), while the abbott result was 0.98 coi (non-reactive). For patient 2, the elecsys hiv duo result was 0.109 coi (non-reactive), while the abbott result was 9.20 coi (reactive). For patient 3, the elecsys hiv duo result was 1.49 coi (reactive), while the abbott result was 0.65 coi (non-reactive). For patient 4, the elecsys hiv duo result was 1.64 coi (reactive), while the abbott result was 0.75 coi (non-reactive).